Event description:
It was reported that a portion of the threaded distal tip of the screwdriver collar has sheared off. No pieces were left in the patient.

Manufacturer narrative:
The device was returned for investigation. Visual inspection confirms a portion of the threaded distal tip of the screwdriver collar has sheared off. The failure appears to be the result of excessive force over repeated use. Review of the device history record indicates there were no issues during the manufacture of this product that would contribute to this complaint condition.